Manufacturer narrative:
(B)(4). Customer was recommended replacing the graphical user interface (gui) touch frame printed circuit board (pcb) and instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred.